Manufacturer narrative:
(B)(4) final analysis found an insulation abrasion exposing the outer coil at 17.8 cm to 18.1 cm from the connector pin. Abrasion are consistent with constant friction with another implantable device. (B)(4)

Event description:
It was reported that the right atrial lead exhibited a fracture, body fluid was noted in the lumen. The lead was explanted and replaced.